Event description:
It was reported that the graters are dull by the sales rep. Upon follow-up, only two grater heads within the set were identified as dull within the healthcare setting by the surgeon. The remaining graters were returned for routine product replenishment only and a failure was not identified at the time.

Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was received for investigation. Physical examination of the returned instrument can identify dullness. Cutting surface, thus a normal wear by usage, is not as sharp as first use condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.